Event description:
It was reported that while free dissecting the pulmonary vein with the dissector, a perforation occurred in the pulmonary artery. An emergency conversion to cardiopulmonary bypass was performed to repair the perforation and complete the procedure. The pt was transferred to ICU and doing well. A supine approach was used for this procedure. It was noted that the pulmonary vein and artery were very close together and may have been one of the reasons for the perforation. The surgeon reported that the pt's anatomy was different and the surgeon was not aware of a third vein (bifurcation) that was connected to the pulmonary vein/artery prior to dissection. No issues were noted with the performance of the dissector.

Manufacturer narrative:
Eval summary: the device involved in the event was discarded, so a retained sample was evaluated. A retained sample was not available from 10161r, so a sample was tested from 10091. The retained sample was evaluated for functionality with no issues noted. The device history record was reviewed for 10161r and no anomalies were noted related to this event.